Event description:
It was reported that the device went to elective replacement indicator about a year ago and the patient recently went to the emergency room after a syncopal event and ventricular tachycardia/ventricular fibrillation secondary to pauses. The device was explanted and replaced. It was also found that the right ventricular lead had high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).